Event description:
It was reported that the plastic tip is broken off of the back of the unit and the motor does not work as well. There was no surgical case or patient involvement.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.